Manufacturer narrative:
(B)(4). Patient information (ID, age, sex, weight) has been requested and is either unknown, will not be made available to medtronic, or will be provided and updated in a supplemental report. Medtronic is attempting to gather additional information surrounding the circumstances associated to this event.

Event description:
Medtronic received a report that experienced a pressure ulcer burn from a maxf spo2 sensor. Information regarding any required intervention performed was not reported.